Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred when the pump software was being updated. The pump was being used for demonstration; pump was not being used for insulin therapy at time of event. Pump was replaced.